Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause of the high bg was unknown. The customer delivered a correction bolus to address the high bg. Tandem technical support (cts) performed a system check on the pump and determined that the pump functioned as intended. The customer continued using the pump for insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.